Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for analysis. A review of the lot history records could not be performed due to unknown lot information. Additionally, a review of the complaint histories could not be performed due to unknown lot information. Based on the available information, a cause for the single leaflet device attachments/slda and clip entrapments could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effects mentioned are filed under other MFR report numbers.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported through a research article identifying the mitraclip that may be related to the following: single leaflet device attachment (slda) and clip entrapment. Details are listed in the attached article, titled ¿acute kidney injury after percutaneous edge-to-edge mitral repair." Please see article for additional information.